Event description:
The reporter stated the surgeon inserted a aa4204vl silicone single piece lens. The lens was removed. Further information requested, but reporter was not able to provide further information.

Manufacturer narrative:
(B) (4): evaluation results - visual inspection of the returned product found the optic is torn. There was evidence of clear surgical residue. Conclusions: based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined.(B) (4)